Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack valve and one opening curved on radius. Microscopic analysis was performed which identified: one opening striated on radius and crack valve. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left-side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Event description:
The device was explanted.